Event description:
The clinic reported that a laser vision correction patient presented with epithelial cell ingrowth in right eye one month post enhancement procedure. No original surgery date was provided. Enhancement surgery date is (B)(6)-2015. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision. Bcva from (B)(6)-2014, right eye pre-op 20/20 .25 x -5.00 x 19, left eye pre-op 20/20 -.50 x -4.25 x 164. Bcva from (B)(6)-2014, right eye pre-op 20/20 1.00 x -.50 x 60, left eye pre-op 20/20 .50 x -.50 x 80. It was reported that surgical intervention was required as flap lift and rinse or yag laser was performed. It was reported that event was not lasting and disabling and was not significantly interfering with daily activities. The account reported that this event was not intralase or wavelight laser related ant that it was due to the flap lift enhacement.

Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.